Manufacturer narrative:
Concomitant medical products: product ID: 3889-28 ,lot/serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Product ID: 3889-28, serial/lot #: (B)(4), ubd: 17-oct-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead was broken and the electrode remained in the patient¿s body during a lead removal procedure. It was stated that during the procedure, the lead was approached through a small incision made at the puncture site and the lead was pulled in a straight line, while an angle of 60 degrees was held consciously. The lead reportedly did not move due to adhesion however, so the lead was pulled repeatedly with the use of a c-arm while separating the lead with an electrosurgical knife during the process. The lead was pulled to the position where 2.5 electrodes were out ¿ the lead was pulled to the place which adjoined the proximal side of the #1 electrode in front of the sacrum. However, when the lead was pulled again from this place, the coating of the lead came off. The metal wire which was exposed was pulled and the lead was broken. It was noted that a different manufacturer¿s representative who was present ¿considered that there was a possibility that the metal wire was not broken and only the coating at the tip came off and remained in the patient¿s body¿. The pulling strength used with the lead during the event was considered to be ¿not strong at all¿ when compared to previous removal case experiences. It was considered that there was a high possibility that the lead was not broken after all and that only the coating had come off. With the use of c-arm imaging, the site where the electrode remained was identified, the electrode was separated, and removed. The cause of the event was reported to be ¿because the lead was pulled¿. The patient¿s outcome was reported as ¿hospitalization/recovered¿ with a date of (B)(6) 2018. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the lead was removed because there was no effect and the patient was ¿not able to gain therapy effect.¿ it was confirmed that both the lead and ins were removed and discarded at the time of the procedure.